Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 (hcp): healthcare professional reported the screws for the stim loc were not cutting bone like they used to and were not staying on the screwdriver well. The clinical implications were that control of the screws was suboptimal. They had been substituting osteomed screws to make up for this change.